Event description:
On 12/16/2022, it was reported by a sales representative via email that an ar-3636 knotless fibertak inserter broke in the glenoid. Surgeon used a drill guide and cycled the drill, but the metal inserter still broke. The broken fragments were unable to be retrieved. This was discovered during a procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.